Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The indication for use included non-malignant pain. The consumer reported that the patient has not felt stimulation for 2-3 weeks, and they last successfully charged for about 30 minutes 3-4 weeks ago or maybe more. The patient received the poor communication screen with the programmer, and was unable to communicate using their recharger. The patient spoke with a manufacturer representative over the phone yesterday. They tried to jumpstart the battery and they couldn't do it. It was stated they tried everything but "it doesn't come up with right readings." It was reviewed that the ins appears to be in an overdischarged state. The patient met with the manufacturer representative who tried to jumpstart the battery three times, but was unsuccessful. It was unknown when the battery originally died. The manufacturer representative reported that the patient was scheduled for a battery replacement.